Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported a leak below the flush device. After an unspecified length of time in use, saline was noted to be leaking between the secure lock male adapter and tubing of the monitoring kit. The monitoring kit was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.